Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, half of the ventilator's display was unable to be viewed. The device's display screen was replaced to address the issue.